Event description:
A return is not expected. The device was implanted and not returnable for evaluation. The sales representative reported the surgeon used the device on a patient with "chiari" malformation. Upon replacing of the bone flap the surgeon noticed that the duragen had adhered to the patient's brain. No patient injury was reported.